Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device codes: 2017/1494: used with incorrect wire/carotid device used in the periphery the filter remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that during an intervention of the superficial femoral artery (sfa), an emboshield embolic protection device was advanced over a non-abbott wire. Intervention was performed including mechanical thrombectomy and implantation of an absolute pro stent. The emboshield basket became full, so it was attempted to be removed, but could not be captured by the retrieval catheter. It came off the non-abbott wire and became caught on the implanted absolute pro stent. Unsuccessful attempts were made to snare the filter element, so a second stent was implanted to trap the filter behind the stent in the mid-sfa. A third stent was implanted to overlap the distal stent in the distal sfa. There was no reported adverse patient sequela or a clinically significant delay in procedure and the patient was discharged. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted the emboshield nav6 embolic protection system electronic instructions for use (eifu) states that the device is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Additionally, the IFU warns: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Based on the information provided, the investigation determined that the reported difficulties were likely user related. It is likely that failing to use the barewire filter delivery wire contributed to the inability to retrieve the filtration element and the filter coming off the wire. The additional treatment and patient effect of the filter being embedded in the vessel was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.